Event description:
A customer contacted beckman coulter inc. (Bci) in regards an unknown fluid leak from the hydro onto the floor. No injury was reported.

Manufacturer narrative:
On (B)(4) 2011 a bci field service engineer (fse) found v2 was not closing correctly and backing up the fluid to 10 psi regulator which dripped down to the floor. Fse replaced the v2 and issue was resolved.